Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a hole in the homechoice cassette which resulted in fluid leakage "in the cassette itself". This occurred during prime phase of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.